Manufacturer narrative:
Upon further investigation, this medwatch report was inadvertently submitted. The following has been reported that the issue occurred during power on self-test (post). This is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue reported does not meet the criteria of reportability as it could not cause or contributed to a death or serious injury.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a backup alarm failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer stated that the issue was observed during routine inspection, outside of clinical use. The device was stated to have otherwise continued to operate. This investigation is ongoing.